Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and detachable battery needs to be replaced to address the issue. Blower assembly and machine flow sensor are contaminated, muffler assembly need to be replaced due to 4 years preventive maintenance, air inlet foam filter need to be replaced due to preventive maintenance.